Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to chronically high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg, implanted: (B)(6) 2009. (B)(4).